Event description:
Customer reported that both monitors lost video and system tracks to max technique. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4).